Event description:
It was reported that a pump was alarming for a system error 322. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed and reproduced. Eval of known contributors to system error 322, it was determined that the lower auxiliary was the failing component. As a result, the lower auxiliary was replaced.